Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the multiple contacts being out was unknown. The rep reprogrammed around the issues. The rep reported that the issue of multiple contacts being out wasn't resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 14-aug-2012, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 14-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain. It was reported that the patient came in today with multiple contacts out on right lead. Patient was implanted a while ago. Patient was reprogrammed to an hd like setting however is going to be sent to a surgeon for an entire system replacement. An interrogation of device and rp occurred. Intervention planned. No further complications were reported/anticipated.